Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring is clear. Customer returned device for an alleged high blood glucoses and cosmetic damage located at the retainer ring found on (B)(6) 2021. Device was received with a cracked retainer. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08560 inches. Successfully downloaded history files and traces using thus. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. A cracked retainer was confirmed. The device passed all the required testing. Unable to verify customer alleged for high blood glucoses. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in sections b1, b5 and h6 was not complete/completely correct. The updated event information is being submitted via this follow up report under b1, b5 and h6 sections.

Event description:
Updated summary: the customer had retainer ring damage. The customer also reported out of box damage. The customer had been using an insulin pump system within 48 hours of the reported event. No further patient complications were reported. Troubleshooting was performed and advised the customer to discontinue use of the insulin pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they had a high blood glucose of 28 mmol/l. Customer treated for high blood glucose by administering insulin by herself. It was unknown if automode feature was in use at the time of the high blood glucose event. Customer also reported that the retainer ring was in process of recall. Insulin pump will not be returned for analysis.